Manufacturer narrative:
The customer reported an unknown failure. Visual inspection of the as-received set sample observed a crack on the female luer. The crack was along the top extending along the side. No other damage was observed. No testing of the set was deemed necessary due to the obvious damage. The root cause of the customer's report was not identified. The device history record for set model me2017 lot 19075901 shows the set was manufactured on (B)(6) 2019 with a total of 12,003 units. There were no quality notifications issued during the production build of this set.

Event description:
An unknown failure was reported. No further information is available.